Manufacturer narrative:
During the complaint investigation, the cassette alarm test was performed to attempt to duplicate the reported issue that the pump would not turn on. The device failed the self-test with error code 503 will not turn on, off; and the customer's complaint was confirmed and duplicated. The reported issue was not confirmed in history. Visual inspection identified a broken the main chassis. The main chassis was replaced. The device passed the self-test. Probable cause: physical damage. During inspection found an abnormal burn smell in the pwa driver board. The pwa driver board was replaced. The mechanism was calibrated and then the device passed the self-test. The probable cause was "defective, worn". Visual inspection also identified that the rear housing was broken. This component was also replaced. The probable cause for this defective component was physical damage. The visual inspection found the fluid shield to be contaminated. The fluid shield was replaced and the probable cause was contamination. Visual inspection found incorrect battery installed; so the battery was replaced. Then the battery soft key was pressed. The probable cause "wrong component part assembly". The complaint investigation indicated that there was exposure electrically charged components potential for burns smoke inhalation from the pwa driver board. The probable cause for this observation was not concluded.

Event description:
The complaint event occurred on an unspecified date and involved a plum 360¿ infuser. The customer's initial complaint was that the pump was dropped and would not turn on during start up and during preventative maintenance. It was further reported that the event occurred in the clinical setting and the event was noted in device history. The customer was unable to provide any more information surrounding their complaint. The complaint investigation indicated that there was exposure electrically charged components potential for burns/smoke inhalation from the pwa driver board. There was no report of human harm associated with this complaint/event, nor the complaint investigation.